Manufacturer narrative:
Evaluation: failure to follow instructions: use of device outside of IFU indication.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a new hepatic aneurysm as well as an abdominal aortic aneurysm. The patient had a pre-existing talent stent graft located in the infra renal aorta that was implanted on an unknown date, as well as another manufacture's renal stents, to treat the original abdominal aortic aneurysm. It was reported that, during the index procedure, coils were placed in the hepatic aneurysm and an endurant iis stent graft was intentionally implanted below the superior mesenteric artery. The patient had one transplanted kidney that was anastomosed to the left iliac artery. Therefore, the physician elected to crush the patient¿s renal stents with a reliant balloon as the stents were determined to be no longer needed. After ballooning, the implanted endurant iis stent graft, a proximal type I endoleak was observed. The physician elected to implant an endurant ii aortic cuff approximately 1 cm proximal to the endurant iis bifurcate and at the level of the superior mesenteric artery. After ballooning, the endurant ii aortic cuff, the proximal type I endoleak was reduced but was not resolved. The physician elected to complete the procedure and monitor the patient. Per the physician, the cause of the type I endoleak was due the crushed renal stents affecting the proximal seal. No additional sequelae were reported and the patient is fine.

Event description:
Per the physician, the bare stents from another manufacturer may have contributed to the new aneurysm.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.